Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was received. The visual inspection of the device noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. Some plastic shearing of the toggle switch was noted. A pmv needle was loaded onto the device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure. The device did not hold the needle. The needle came off a couple of times after the unit was loaded. A new device was opened. No patient issues.

Manufacturer narrative:
(B)(4).